Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The catheter was received with a cut pressure line at approximately 1.46 inches from the manifold port. The catheter passed the leak test which was performed by occluding the cut pressure line.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, the device was inserted into the patient and 30cc of fluid was instilled into the balloon. The physician noted fluid in the cavity immediately after instillation. The device was removed and a very small amount of fluid was still in the balloon. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.